Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco/lobectomy. When the third firing was completed, the surgeon opened the jaws and released the tissue from the reload. The surgeon used the blue articulation toggle to try and return the jaws to the straight position, but the device did not react at all. The battery was replaced, the device was recalibrated, and the surgeon was able to return the jaws to the straight position so that the reload could be exchanged. No patient injury or extension in surgical time. Patient status is no problem.